Manufacturer narrative:
Analysis of the device and lead are in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the (B)(4) defibrillator found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. (B)(4) the full 5076 lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor was distorted, the proximal conductor was distorted, there was blood/body fluid on all conductors (not obstructed), the inner insulation was kinked/buckled, all insulators were breached cut, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, there was apparent explant damage and the lead was stretched.

Event description:
It was reported that the device had premature battery depletion. The device was removed and replaced with an upgraded system. During the explant procedure of the device ,it was noted that the atrial lead had retracted back, became dislodged, and was no longer usable. The atrial lead was removed and replaced. No patient complications have been reported as a result of this event.